Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that five months following final restoration patient presented to the office with slight mobility of intra oral site #8. Infection present, implant and restoration removed. Patient presented bone type iii. Primary stability was achieved. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that five months following final restoration patient presented to the office with slight mobility of intra oral site #8. Infection present, implant and restoration removed. Patient presented bone type iii. Primary stability was achieved. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).